Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had other critical insulin pump error. Customer reported crack on body of the insulin pump and battery side. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Unit powered on with open book image. Unit was successfully downloaded using thump software. On adapt, pump error 35 was recorded on (B)(6) 2022 at 11:00:00.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, keypad flex connector, and j6/j7 connectors. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case (battery tube), cracked case, stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer concern for open book image confirmed. Open book image due to pump error 35 triggered by corroded electronic assembly, isolate to electronic stack. Cosmetic damage on pump case confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.